Event description:
This ra lead was implanted on (B)(6) 1994 and was explanted on (B)(6) 2017 due to infection and erosion. The physician was dr. Krishna namburi at union hospital - terre haute in terre haute, in.no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).